Manufacturer narrative:
Per the instructions for use, central regurgitation and ventricular valve embolization are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon in this case, the central aortic insufficiency was attributed to native leaflet overhang. The valve embolization was a result of procedural factors, per report, ¿when the heart team advanced the pigtail over the wire into the lv, the sapien xt valve embolized into the left ventricle¿. Imaging for this case has been requested, however to date it has not become available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing. Imaging for this case has been provided and will be reviewed by an edwards lifesciences physician proctor.

Event description:
During a transapical tavr procedure following valve deployment central aortic insufficiency was confirmed. While attempting to deploy a second valve via transfemoral approach the first valve embolized into the ventricle. The embolized valve was sutured to the apex wall of the left ventricle. The surgeon had plans for an open heart surgery in one week to remove the valve. The central leak was attributed to native leaflet overhang. During investigation of this event, it was reported the patient was not interested in having another procedure. The patient is stable and has made mild improvement. They heart team said they may just have to leave it in the patient. All aspects of the procedure went in order, without any issues until the first valve was deployed. After the 26mm sapien xt was deployed within the aortic valve, it was posted dilated with an extra cc due to mild/moderate paravalvular leak. Central aortic insufficiency was also noted. The delivery system, wire and sheath were then removed from the apex and the apex puncture was sutured. The heart team then noticed that the central aortic insufficiency did not improve. The heart team thought that the native leaflet was overhanging on the prosthetic leaflet. The decision was then made to place a 26mm sapien3 valve via transfemoral approach. The sapien3 valve was prepped while the stiff delivery wire was advanced through the aortic valve and sapien xt valve. The sapien3 valve was fully crimped/prepped and ready to be delivered. When the heart team advanced the pigtail over the wire into the left ventricle, the sapien xt valve embolized into the left ventricle. The patient became unstable. The decision was made by the heart team to hold off on placing the 26 sapien3 valve, the patient was placed on bypass and the physician attempted to retrieve the embolized sapien xt valve from the ventricle. The attempt to retrieve the valve was unsuccessful and the heart team sutured the embolized valve to the apex to keep it in control. After the valve was sutured, the patient remained on bypass and stable. A new delivery system and valve was prepped per the heart team, and since the first sapien3 valve had been fully crimped for 60 minutes a new sapien3 valve was prepped and deployed without any complications via transfemoral approach. After deployment, the valve presented with trace to mild pvl on tee, a decision was made not post dilate and take the esheath out of the rcfa. The patient was taken off bypass and remained intubated and stable. There were no vascular complications. The chest incision was fully closed and a drain was placed.